Event description:
It was reported that during a lap sigmoid procedure, prior to the transection of the rectum and during the process of creating the bowel proximal and distal end-to-end anastomosis, after firing the circular stapler it was noticed that a dog-ear of tissue was protruding from the anastomosis. When the surgeon went to pull on the tissue, it opened up, creating a hole in the anastomosis. This was fixed by redoing the proximal and distal linear cuts, following by creating a new anastomosis with a circular stapler.

Manufacturer narrative:
(B)(4). The device was not returned. Additional information: was any part of the staple line missing staples or was there an incomplete staple line? No staples were seen all around. Was the procedure done open/laparoscopically? Lap for mobilization and then mini incision for anastomosis. What device was used for the proximal and distal transection? Tl60 for distal proximal was automatic pursestring and knife. What purse string technique was used or what purse string technique does this surgeon normally use in his/her left colon procedures? (Ex. Hand tied purse string, purse string device) automatic purse string by covidien. How was the purse string placed, by hand or with an assist device? By hand. Was the spike of the trocar inserted lateral or through the staple line? Lateral. What confirmation did the surgeon receive that the anvil was firmly attached? Felt the click. When the device was fired, where was the indicator within the green zone/gap setting scale? ¾ of the way down. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? No. How did you confirm the device was fully fired (such as crunch, compressed until unable to fire further, etc.)? Crunch and purse string suture was cut. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Closing and removal forces were higher. Was there any difficulty removing the device from the tissue? If yes, how many counter-clockwise revolutions were used to open the device? Yes 1 revolution. What steps were taken to confirm successful anastomosis? (Such as leak test, donut confirmation, etc.) Donut confirmation, leak test and visual inspection of the anastomosis with rigid proctoscope. Did the operation change significantly as a result of the device issue? No had to redo the anastomosis. What is the patients age and sex? Not sure. Did a hcp other than the primary surgeon fire the instrument? If so, whom? Yes. First assist. Was there a recent conversion to ees devices in this account or with this surgeon? No.